Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported by the account that force was applied during removal and the balloon separated from the delivery system and the tip broke off inside the guiding catheter. It should be noted that the trek rx, coronary dilatation catheters, instruction for use, states: if resistance is felt, determine the cause before proceeding. The investigation was unable to determine a conclusive cause for the reported inflation issue and difficulty removing the device; however, the reported separations appear to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.00x12 mm trek rx balloon dilatation catheter (bdc) was advanced without resistance in the left anterior descending coronary artery and failed to inflate. The bdc was being removed and resistance was noted with the guiding catheter. Force was applied during removal and the balloon separated from the delivery system and the tip broke off inside the guiding catheter. Everything was simply withdrawn with the guide catheter. There were no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.